Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler revealed dried fluid on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that the screen of their liberty select cycler was dim during step 7 of setup, despite the display brightness being set to 10. The patient had completed their previous two treatments on the cycler, and they stated they would not perform an alternate method of pd therapy. Since the patient was completing treatments, the ts representative advised the patient to continue using the cycler. However, the patient was still issued a replacement cycler due to the screen brightness problem. The ts representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon follow-up, the pdrn confirmed there were no adverse events, and no medical intervention was required due to the reported issue. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.